Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('thin curvilinear densities projecting over the pelvis which likely represent a contraceptive device') and uterine haemorrhage ('abnormal uterine bleeding') in a 27-year-old female patient who had essure (batch no. 35235dk-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("procedure was far more painful than was expected"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menstrual bleeding became heavier / passing clots which were the size of a quarter/menstrual cycles increased in duration"), vaginal discharge ("excessive discharge"), dysmenorrhoea ("extreme pain (associated with menstrual cycles) / painful menstrual periods/ dysmenorrhoea"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia / painful intercourse"), abdominal pain lower ("lower abdominal pain"), the first episode of stress ("stress"), back pain ("back pain"), headache ("serious headaches"), ovarian cyst ("right ovarian cyst"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pruritus ("vaginal itching"), the second episode of stress ("stress on her home and family life"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, procedural pain, autoimmune disorder and hypersensitivity outcome was unknown, the uterine haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, abdominal distension, alopecia, abdominal pain, pelvic pain, dyspareunia, abdominal pain lower, back pain, headache, bacterial vaginosis, vulvovaginal pruritus and the last episode of stress had not resolved and the ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, procedural pain, uterine haemorrhage, vaginal discharge, vulvovaginal pruritus, the first episode of stress and the second episode of stress to be related to essure. The reporter commented: she was referred for further evaluation and possible removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: showed bilateral tubal occlusion. Ultrasound abdomen - on (B)(6) 2017: results: no results provided. Ultrasound scan vagina - on an unknown date: results: resolved right ovarian cyst; on (B)(6) 2017: results: noted right ovarian cyst. Diagnostic results: (B)(6) 2017: x-ray of pelvic showed thin curvilinear densities projecting over the pelvis which likely represent a contraceptive device. Lot # reported (35235dk) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('thin curvilinear densities projecting over the pelvis which likely represent a contraceptive device') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year old female patient who had essure (batch no. 35235dk-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("procedure was far more painful than was expected"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menstrual bleeding became heavier / passing clots which were the size of a quarter/menstrual cycles increased in duration"), vaginal discharge ("excessive discharge"), dysmenorrhoea ("extreme pain (associated with menstrual cycles) / painful menstrual periods/ dysmenorrhoea"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia / painful intercourse"), abdominal pain lower ("lower abdominal pain"), the first episode of stress ("stress"), back pain ("back pain"), headache ("serious headaches"), ovarian cyst ("right ovarian cyst"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pruritus ("vaginal itching"), the second episode of stress ("stress on her home and family life"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, procedural pain, autoimmune disorder and hypersensitivity outcome was unknown, the uterine haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, abdominal distension, alopecia, abdominal pain, pelvic pain, dyspareunia, abdominal pain lower, back pain, headache, bacterial vaginosis, vulvovaginal pruritus and the last episode of stress had not resolved and the ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, procedural pain, uterine haemorrhage, vaginal discharge, vulvovaginal pruritus, the first episode of stress and the second episode of stress to be related to essure. The reporter commented: she was referred for further evaluation and possible removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: showed bilateral tubal occlusion. Ultrasound abdomen on (B)(6) 2017: results: no results provided. Ultrasound scan vagina - on an unknown date: results: resolved right ovarian cyst; on (B)(6) 2017: results: noted right ovarian cyst. Diagnostic results: (B)(6) 2017: x-ray of pelvic showed thin curvilinear densities projecting over the pelvis which likely represent a contraceptive device. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event autoimmune disorder and hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.